Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 533 mg/dl and moderate ketones were present. Customer administered a manual correction injection of insulin to address the high bg. Reportedly, the ketones were not considered dangerous or life threatening.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.